Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature battery depletion. The device ws implanted 3.6 years. It will be returned for analysis.